Event description:
As reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed. There were no reported injuries to the patient. Additional information was requested but was unknown. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed. There were no reported injuries to the patient. Additional information was requested but was unknown. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside a clear plastic bag. The device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever on the device was not depressed, the plug was presented on the delivery shaft and severely exposed to residues of dry blood, and the indicator wire is deployed. The indicator window was received on white/black position and the cowling guard was found unlocked and the indicator wire was observed deployed. The back bleed port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The cowling guard was depressed, and deployment button was pushed down. There was no friction, and it was completely depressed. The deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The functional analysis was performed and the device deployed successfully, with full depression of the lever. The internal mechanism showed no anomalies. The device was received with the cowling/guard not locked. It is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition of the device received indicates an incomplete depression of the cowling/guard may have occurred. However, with the limited procedural information available, the exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.